Manufacturer narrative:
The device is returning to arthrocare for evaluation. A follow-up report will be provided once the device investigation and lot history review are completed. (B)(4).

Event description:
On (B)(6) 2010, a patient underwent a rotator cuff surgery using an opus magnum2. The surgeon was performing the surgery arthroscopically and went to tension the magnum2 device. As he finished the tensioning, the suture loosened. The surgeon cut the suture and left the device in the patient. The surgeon decided to revert to a mini-open procedure to finish the surgery. He completed the repair successfully using another opus magnum2.